Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The drive gas check valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a failure that affected mechanical ventilation in volume control mode. There was no report of patient involvement.